Event description:
Reporter indicated that vns patient was seen in hospital emergency room due to complaints of difficulty walking, eyes "shaky, wobbly, and rolling around", as well as nausea. The patient was discharged, but was seen in hosp emergency room the following day with the same complaints. It was reported that at the time of the second emergency rome visit, the patient was unable to walk. The patient reportedly began to notice his "eyes jiggling" approx one month prior. Device normal mode output current is currently programmed to 1.0 ma and there have not been any recent changes in the patient's medications. Investigation has been unable to determine whether the reported events are related to the vns therapy as no response has been received to manufacturer's request for additional information from treating neurologist.

Event description:
Further follow-up revealed that neurologist indicated that the reported events were not related to vns therapy. Neurologist reported that the cause of the reported event was that the pt had an increased ammonia level.